Event description:
It was reported that patient faced infusion set cannula issues on (B)(6)2026. The patient experienced high blood glucose levels and received treatment with bolus and multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).